Manufacturer narrative:
(B)(4), distributor of hemofilters in (B)(4), reported that while a facility was using the medivators hf 1200, a patient lost approximately 180 ml of blood. It was reported that there was no harm to the patient. The patient was in a coma before and after the treatment. No additional medical treatment was required due to the blood loss. The complaint reported a fiber leak. Medivators quality assurance reviewed batch records of the reported lot and no abnormalities were identified. The unit was not returned for internal analysis by medivators qa. The reported fiber leak was confirmed by review of a photo provided by the customer. Medivators remains in close contact with (B)(6). Continued investigation is underway. There have been no recent complaints of fiber leaks reported from the u.s. This complaint will continue to be monitored in the medivators complaint handling system. Facility information: (B)(6).

Event description:
(B)(4), distributor of hemofilters in (B)(4), reported that while a facility was using the medivators hf 1200, a patient lost approximately 180 ml of blood. It was reported that there was no harm to the patient.